Event description:
Philips received a complaint from the customer reporting a proximal pressure sensor autozero failed message occurred on the v60 ventilator. The issue occurred during set up for use. There was no patient involvement. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the unit alarmed with a proximal pressure sensor autozero failed alarm message on screen. Diagnostic code 110b was confirmed in the device event log, indicating the proximal pressure is not measured and pressure-related alarms are compromised. The rse recommended replacement of the data acquisition (da) printed circuit board assembly (pcba), the da pcba to motor control (mc) pcba cable, solenoid valves and seals. The customer bme reported the device was retested and the error could not be reproduced. The bme returned the device to service but plans to proactively replace the recommended parts once they become available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.